Manufacturer narrative:
Reporting institution name: & address :(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator was experiencing a battery failure during installation. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the fse who confirmed and duplicated the reported issue. The fse replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customers alleged malfunction was confirmed.